Event description:
It was reported that a vns pt's device will be programmed off. The pt had developed chronic pancreatitis and had been complaining of chronic nausea for the past several months. The physician is currently having the pt use the magnet to inhibit stimulation, but would like to get it programmed off permanently. Follow up with the pt's primary care physician, revealed that the pancreatitis was diagnosed by lab tests and increased level of amylase. There is no prior medical history that may have contributed to the pancreatitis. It is currently unk if the pancreatitis is related to vns, however, the physician is going through all the bases, as no other causes have been found other than idiopathic. Programming the device diagnostics in the in-house database were current for the first 6 months of implant only, therefore, proper device function cannot be confirmed.